Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended to clean the graphic user interface (gui) and if that did not resolve the issue, to replace the touch frame printed circuit board (pcb). Covidien was not authorized to service the device.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a blocked touch screen diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.